Event description:
It was reported that the device had an error code e1871 displayed on the screen and a loud motor. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for repair with complaint of error code 1871. Service history review identified the complaint was not related to a previous service of the device within the review period. Visual and functional tests were performed. The reported issue has been duplicated. The device displays error code 1872 (foreign objects/contamination between gears). The gears and motor were cleaned. Resolution of the reported issue was confirmed by the technician and the device has been submitted for functional and delivery testing. The device shall be returned to the customer once functional and accuracy test results are confirmed to be within specification. Should any of the functional and delivery tests fail to meet specification the device shall be returned to the technician for additional repair work.